Event description:
2017-jul-01, rtg0645251 (con): information was received, from a patient (pt). Who was implanted with an implantable neurostimulator (ins). It was reported, that pt got a new ins put in them in 2017, because the ins was working at 50%. The ins lasted 7 years and not 9. The rep told the pt at the time, it was replaced, because the ins was at the point of expiration and was not working at 50%. Pt noticed, the issue about a month before ins replacement in june or july of 2017. Additional information was received, from the manufacturer representative (rep). Rep reported, they were not aware of the reasons for the ins replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.